Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed on the left anterior descending (lad) coronary artery, 95% stenosed lesion. The balance middle weight (bmw) universal ii guide wire advanced without unusual resistance when the bmw polymer was noted peeling. Reportedly, the polymer had not detached but was peeling. Another bmw was used in replacement. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Possible factors that may contribute peeling may include, but not limited to, manufacturing, anatomical conditions, interaction between devices or mishandling. The investigation was unable to determine a conclusive cause for the reported peeling. Based on the reported information, it is possible that during advancement through the 95% stenosed anatomy, the guide wire polymer became damaged bunched or twisted causing the appearance of peeling; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device was initially reported as returning, but was unable to be retrieved.

Manufacturer narrative:
Subsequent to the previous report, the device returned for analysis and a visual inspection was performed on the returned guide wire. The reported peeling was not confirmed as there was no visible peeling or damage noted to the polymer or teflon coating. However, the coils were noted to be stretched. The investigation was unable to determine a conclusive cause for the reported peeling. Based on the returned analysis, it is possible that the noted stretched coils caused the appearance of peeling; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: the device was available for evaluation. H6: method code 4114 removed.